Event description:
It was reported that there was a malfunction resulting in a loss of oxygen during use. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The proportional valve was calibrated to resolve the issue. Block a: no patient information provided to date after calls to customer 02/14/24 and 02/27/24. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.